Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, using subclavian access, the blood pressure dropped and the electrocardiogram (ECG) showed ventricular tachycardia and ventricular fibrillation. Cardiopulmonary resuscitation (CPR) and percutaneous cardiopulmonary support (pcps) were initiated. The valve was implanted and a balloon aortic valvuloplasty (bav) was performed. Following the valve implant, an atrio-ventricular (av) nodal rhythm was noted. Four days post-implant, when the temporary pacemaker lead was being removed, the patient arrested. Subsequently, a permanent pacemaker was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.